Event description:
It was reported that there was a cracked connector on the connecting tube while using the connecting tube. There was no patient harm associated with the event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned and evaluated, and the customer¿s allegation was confirmed. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to external stress being applied to lock lever of the connecting tube, which led to breakage of the tube, or the user may have applied stress toward wrong direction which caused the external stress. Subsequently, the tube was unable to be connected. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b3, correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 05/28/2024. The subject device was manufactured in october 2023, but the exact date is unknown. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection, and the customer's complaint of cracked connector on the connecting tube could not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that breakage of the connecting tube occurred due to external stress was applied to lock lever of the connecting tube, which led to breakage of the tube. Subsequently, the tube was unable to be connected. The event can be detected by following the instructions for use which state: 9 preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.